Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2016 and (B)(6) 2018.: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 21.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2016. Greater than 3 months post-operatively, the patient reported that she's happy with her near vision because she can read fine, but she has trouble with distance vision, which is affecting her driving. She complained of halos, spiderwebs, and starbursts. The patient's most recent distance visual acuity was 20/30 and reportedly she has a slight posterior capsular opacification (pco). The doctor does not want to perform laser treatment now in case the lens is exchanged at a later date. There was no injury or additional medical or surgical procedures performed. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.